Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The top side of the device at the number two slot fractured off, rendering the device inoperable. All pieces were returned. The device was manufactured in 2013 and shows signs of extensive wear / usage. This issue was previously identified and is a result of both design and manufacturing processes. A design/ process change was previously implemented to prevent reoccurrence of this failure mode going forward. The device for this complaint was manufactured prior to those changes. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The probable cause of the reported event is likely an insufficient design / manufacturing specification. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that device broke during impaction. No pieces fell or were left in the patient. No delay occurred and a s&n backup device was available. No impact or injury to patient reported.